Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/04/2023. An investigation was conducted on 12/05/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw due to normal clinical use. The clear silicone insulation on the cold jaw was observed to be intact with no visual defects observed. A microscopic inspection was conducted. The tip of the hot jaw clear silicone insulation was observed to be peeled back, exposing the tip of the hot metal jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The DHR, shop floor paperwork was reviewed. The lot # 3000325468 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaw separated from the silicone boot and that it came that way out of the box. It was never used or inserted into the harvesting cannula. They opened a new kit to complete the procedure with no issues. No delay. No pt injury.